Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins reached end of service in no more than 15 days. The hcp wanted to know if the premature wear of the ins was normal or not. There were no external factors that contributed to the event. No diagnostics or troubleshooting was performed. The action taken to resolve the issue was ins replacement. The issue was not resolved at the time of this report. No patient symptoms were reported. The patient was alive with no injury.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay. The ins passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A computer longevity estimate was completed based on the parameters the device had when received for analysis. The information obtained from the ins upon receipt indicated the device had reached eos (end of service). An eos state is reached when the ins battery reaches 2.20 v. The ins battery recovered and passed final functional testing with a battery voltage of 3.015 v. The ins functioned normally during testing and no shorts were observed. (B)(4).

Event description:
Additional information was received from the manufacturer representative. The exact values of the impedances were not known, but it was noted they were normal (no value out of range). It seemed to the manufacturer representative that the programming included the following: a1 : electrodes 0+1-2-3-4-5-6-7+ , 450mcs, 100hz and 6.5v and a2 : electrodes 8+9-10-11-12-13-14-15+, 450mcs, 100hz and 6.5 v. It was noted that a lot of electrodes were used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.